Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device wasn`t sent in for investigation at the bbm laboratory in melsungen, germany or to any other b.braun service repair shop. Without the device, an exact investigation into the correct result couldn´t be created. This complaint couldn´t be confirmred.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): at 0105 a 10 hour therapy of ketamine with a rate of 2 ml/hr was set. At 0200 a staff nurse realized the whole syringe was empty and the patient had slurred speech. The pump was not locked with the four (4) digit number lock, and the facility suspects that the patient unlocked the pump and purged the whole syringe to himself. The patient's vital signs were stable, and the patient did not suffer from any additional medical conditions post incident.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: the device was not sent in for a further investigation. All investigation results based on the history log files. The history files were analyzed. During the analysis of the history log files the therapy described by the customer could be comprehended. A malfunction of the perfusor space could not be detected based on the history files. The complaint could not be confirmed. During the investigation of the history log files the device works correctly. Most presumably the patient administered the drug to himself, as suspected by the customer, because no data lock functionality for the pump was used.